Event description:
It was reported that the end user noticed air in the syringe of approximately 20 mls. Following additional follow up with the customer it was reported that during a fentanyl continuous infusion with a 50ml syringe, the pump showed that 29.9 ml volume infused. There was 11.5 ml left in the syringe and 18.4ml volume of air. Customer reports that they allege the patient received an extra 18.4ml of fentanyl. There was patient involvement however no patient harm. Additional information was received through follow up on 16jan2026 which reports the customer was utilizing a bd plastipak 50ml syringe. Device was programmed manually using drug library. Medication (fentanyl) was used directly from the syringe for priming.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: describe event or problem, device available for eval?, returned to manufacturer on, device eval by manufacturer?, remedial action required, remedial action #, imdrf annex a, b, c, d codes, and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the air introduced could not be confirmed or replicated. The reported over infusion was replicated, and after calibration was performed the syringe module was observed working as intended. The syringe was loaded into the syringe module, and the system presented successfully the option of bd plastipak 50/ 60 ml. The syringe was placed into the syringe module and the volume displayed was according to the accuracy specification the difference between the available volume detected (49.1 ml) and the calculated actual volume (50 ml) was 0.90 ml; a calculated 1.8 % error was determined and was found to be within specification (an accuracy of ± 2%). An infusion was programmed at the last rate observed on the log review of 0.63 ml/h for one hour. The test results measured the actual rate at 1.15 ml/h (82.19 % error), which is out of specification for this test (± 7% error). The alaris system maintenance (asm v 12.3) was used to perform calibration and preventive maintenance on the returned syringe module and the device passed all maintenance tasks shown on the table below. An additional functional test was performed after the calibration on suspect syringe module; the test results measured the actual rate at 0.59 ml/h (-6.02 % error). The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. Fluid ingress was observed along the leadscrew assembly. This is noted as incidental and it¿s not related to the issue reported. A review of the pcu event log showed no data for the reported event date on syringe module (s/n: (B)(6)). The facility did not provide infusion details. The review of the logs is based on the activity on last programmed infusion administrated by the suspect on 27 october 2025. The initial programming was on 26 october 2025 at 4:42 am and this continue for the next days. With the following parameters: drug ID: 199, drug amount: 500 mcg, diluent volume: 50 ml, syringe type: bd 50 ml, volume: 50.6294 ml, patient weight: 12.8 kg, rate: 1.28 ml/hr, and a volume to be infused (vtbi): 50.6294 ml. Dose was updated by the user over the days. Due to the event pcu logs were found to be overwritten, both specific profile and medication information could not be determined on the log review. On october 27, 2025, at 7:20 am the volume infused was cleared by user. A primary volume infused (pvi) of 27.7602 ml was captured. At 4:46 am bolus was selected, restore was selected and bolus started. At 7:47 am infusion was paused. The syringe module alarmed check syringe, key unit was selected, and the infusion was restored with a current dose of 0.5 mcg/kg/hr. At 7:49 am syringe module alarmed pressure disc removed (for three (3) seconds) and then alarmed clamp open. At 7:50 am unit was channeled off with a pvi of 1.5244 ml. Per bd alaris¿ system with guardrails¿ suite mx user manual (v 12.1) states warnings to preparing syringe and administration set on syringe module: ensure syringe sizes and models are compatible with the syringe module. Use of incompatible syringes can cause improper pump operation resulting in inaccurate fluid delivery, insufficient occlusion (blockage) sensing, and other potential problems. Use the smallest compatible syringe size necessary to deliver the fluid or medication; this is especially important when infusing high risk or life-sustaining medications at low infusion rates (for example, < 5 ml/h, and especially flow rates < 0.5 ml/h). Using a larger syringe when infusing at low rates can lead to inadequate syringe pump performance including delivery inaccuracies, delay of therapy, and delayed generation of occlusion alarms. This is due to the increased friction and compliance of the syringe stopper with larger syringes. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the probable root cause of the air introduced, and possible over infusion reported stems from insufficient calibration. After calibration was performed the syringe module was observed working as intended. Note that this report lists imdrf annex c070606, d02, a1801, g02017, c0601, d0302, g04061, c23, d11, a040507, a0401 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the end user noticed air in the syringe of approximately 20 mls. Following additional follow up with the customer it was reported that during a fentanyl continuous infusion with a 50ml syringe, the pump showed that 29.9 ml volume infused. There was 11.5 ml left in the syringe and 18.4ml volume of air. Customer reports that they allege the patient received an extra 18.4ml of fentanyl. There was patient involvement however no patient harm.